Event description:
Revision of hip components due to a fractured hip liner approx 2 years post op.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.